Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge and replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had observed on multiple occasions, air bubbles in the cartridge pigtail while loading a cartridge. Each time, the customer would continue with the fill tubing step and the air would be successfully removed. The customer reported to have been using cold insulin at the time and the cartridge would be used for 3 days. Tandem technical support advised the customer to use room temperature insulin and that humalog was labeled for 48 hours use with the cartridge. The customer acknowledge the information. The customer's blood glucose level ranged from 100-200 mg/dl.